Event description:
Procedure: transurethral resection of bladder tumor. Facility contacted richard wolf medical instrument corporation (rwmic) and reported that during a case the device in question popped loudly, sparked and then completely severed at the working end. The device was being held by the surgeon but not being activated at the time of the incident. Device removed and patient and area inspected. No injuries to patient or staff had occurred. Similar new device was then introduced and procedure completed as scheduled with further issues reported. Facility: (B)(6).